Manufacturer narrative:
Concomitant medical products: w3dr01 ipg, implant date: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced lightheadedness/dizziness. It was also reported that the right ventricular (rv) lead exhibited both unipolar and bipolar low impedance, with a suspected insulation breach. The rv lead was reprogrammed and later capped and replaced. No further patient complications have been reported as a result of this event.